Event description:
A dialysis facility reported that a pt gained weight after a hemodialysis treatment. The pt was asymptomatic and no medical intervention was necessary. The problem was discovered after the pt weight post dialysis. Based on the pre and post weights reported, there was a weight gain of approximately 1.2 kg. There was no serious injury or illness.